Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned device found the hypotube had separated at the distal end of the hub inside of the strain relief tubing. The strain relief tubing was kinked at this location. The fracture faces were oval as if kinked prior to separation. There was an additional kink noted in the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the hub and hypotube were inadvertently handled during the procedure resulting in the hypotube kinking and ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. A sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the hypotube separation could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent was successfully implanted in the circumflex artery and post-dilatation was performed using the trek balloon. During removal of the trek delivery catheter the hub detached from the catheter. There was no resistance noted. The device was completely removed without intervention and there was no adverse patient effect. There was no adverse patient effect. Though requested no additional information was provided.